Event description:
It was reported that the patient experienced shocks from their implantable neurostimulator (ins) when they passed through metal detectors (¿and things of that nature.¿) it was shocking was described as the ¿amplitude is amplified¿ and that it had been happening for at least a few years (and ¿or time of implant¿). It was noted that it was not significant enough for them to turn off or ¿get rid of.¿ it was further noted that this only happened intermittently at certain stores and was ¿irritating, not debilitating¿ for them. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3037; serial # (B)(6), product type programmer, patient; product ID 3889-28, lot # v534830, implanted: (B)(6) 2010, product type lead. (B)(4).